Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch lah007-w8006t and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cholecystectomy surgery on (B)(6) 2019 and suture was used. It was reported that the suture broke when drawing for the second stitch during the surgery of cholecystectomy. Changed another one to continue the surgery, the suture broke when drawing for the first stitch. Changed another one to complete the surgery. There was no adverse patient consequences. No further information is available.